Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. The customer will be provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that the shock button of their device was not working. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.